Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle the root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.